Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during an un-specified procedure, the physician requested a stent delivery system (sds). The staff brought the physician a 3.0 x 15 mm xience xpedition sds. It was noted that the sds had expired on 04/07/2015; however, the physician decided to use the device. The stent was implanted successfully. There was no issues during use, and no adverse patient effects. No additional information was provided.